Event description:
Revision vitalock liner from 26mm to 32mm and non v40 femoral head because of instability.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. If add'l info becomes available then it will be submitted in a supplemental report.